Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2020, a patient experienced a pneumothorax that was discovered three hours after the procedure during the post-op checks. The pneumothorax was located in the left upper lung where the target was located. During the case, no auris instruments were used. The instruments used during the case were an olympus periview 21 gauge needle, and an olympus forceps. The patient was held overnight for observation, no other intervention was required. The pneumothorax was resolved, and the patient was released on the following day.